Manufacturer narrative:
Concomitant product: product ID 3058, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Event description:
A patient implanted for urinary dysfunction reported that she had changed the batteries in her patient programmer, but the device wouldn¿t work. The implanted device was controlled by the programmer and the patient couldn¿t control her bladder without the programmer working, so she wanted to know if she could exchange it or have it fixed. She hadn¿t had any problems with the device until now. Additional information reports the patient requested troubleshooting because the programmer screen was blank. Patient programmer (pp) won't power up. Troubleshooting/interventions already performed was replacing the batteries. Patient said that she uses duracell rechargeable batteries. Patient tried a different brand of batteries and reports pp now turns on however when she tries to connect still gets poor communication screen. Patient then tried another set of batteries and was able to get to therapy screen however stimulation was off and when she tries to turn stimulation on, she gets the pp batteries were low screen. Patient to buy brand new alkaline batteries from store and try them and then provide update. Symptoms reported were none. Event date was on (B)(6) 2015.

Manufacturer narrative:
Analysis of the programmer s/n: (B)(4) found a corroded telemetry board.

Event description:
Additional information received from the consumer reported that the patient tried new batteries but the programmer still did not power up. The programmer was not reportedly dropped and had not gotten wet.

Manufacturer narrative:
(B)(4).